Event description:
It was reported that the zimmer air dermatome was chewing up the skin tissue. Additional clinical follow up with the customer indicated that the donor tissue "looked like swiss cheese," and was unable to be used. An additional graft harvest was required. The surgical time was extended by less than ten minutes which was required to obtain and set-up and alternate, immediately available device for the additional donor site harvest.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 12/02/1988 and was last repaired on (B)(4) 2012. Evaluation of the device determined that the throttle lever was broken and the head was dented. It was also observed that the hose returned with the device was not a zimmer hose. Prior to repair, the device was within calibration specifications at all settings and the motor ran within specifications. The cause of the reported event is most likely due to the user not maintaining the device per proper handling. The device was serviced and returned to the customer.